Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with 8f groshong catheter was returned. The catheter was returned broken in two segments. The broken edges were noted with slight rounding and polishing commonly seen with material wear. An overall elliptical shape was noted to the fracture cross section. Therefore, the investigation is confirmed for broken catheter, specifically due to flexural fatigue. While flexural fatigue is evident, a definitive root cause could not be determined based upon available information. It is possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter had broken into two pieces, midway down the catheter and had entered the patients right ventricle. The catheter was removed from the patient¿s right ventricle. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the catheter had broken into two pieces, midway down the catheter and had entered the patients right ventricle. The catheter was removed from the patient¿s right ventricle. There was no reported patient injury.